Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 20 synergy drug-eluting stent was advanced for treatment. However, during delivery of the stent it came into contact with the lesion and got deformed and was removed from the patient's body.